Event description:
(B)(4) is the initial importer of the device which is a rollator. (B)(4) quality engineers did an evaluation of the product and concluded that the product was conforming to design and use. The product showed signs of moderate use with no scratches visible. The wheels and brakes were conforming. There was a residue on the seat. There is no product issue. User reported that the product collapsed with no warning. She broke her femur.